Manufacturer narrative:
The lay user/patient's product has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. There was a white residue present in the meter display. Visual inspection saw a white mesh pattern melted in the meter display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a display issue with a one touch ultrasmart meter. The patient manages her diabetes with 3 tablets of fortamet taken every night. She tests her blood glucose 4 times a day. The patient indicated that the alleged issue started on (B)(6) 2010, at an unspecified time. The patient claimed that she had packed some alcohol preps inside her carrying case containing the meter. During a plane trip, the patient believes the alcohol packets burst and leaked onto meter's display. Due to the alleged issue, the patient claimed that she was unable to see her meter readings. Since she could not tell what her meter readings were, the patient ate less food. She could not recall what her last meter reading was before the alleged issue began. However, the patient admitted that her blood glucose levels were elevated. The patient claimed that the elevated blood glucose levels were due to cellulitis from an infected (B)(6). The patient also claimed that at the time, she was battling pancreatitis and had not been taking her fortamet for some time per doctor's instructions. The patient was only taking her blood pressure medications. The next day at an unspecified time, the patient went to a hospital for treatment of the cellulitis. During the hospital visit, the patient claimed that her blood glucose was tested on an unspecified device and a result over "300" mg/dl was obtained. The patient also claimed that she was treated with insulin (unknown type and dosage) and antibiotics. The patient mentioned that she could have possibly prevented the need to receive insulin treatment if she had been able to test her blood glucose with the reported meter. The patient denied, however, that she developed any symptoms because of the alleged issue. The meter, test strips, and control solution were replaced. This complaint is being reported because the patient alleged moisture may have leaked into the meter, she could not read the meter display, and received insulin treatment from the hospital.